Event description:
The user facility reported that their vividimage 4k surgical displays were showing a distorted display. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage 4k surgical displays and found that the firmware required an update. The technician updated the firmware and secured the monitors connections. The technician tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.